Event description:
Pt was on public street when belt on powerchair broke. He was sent into the ditch and the chair came over on top of him. Happened at 11:30pm. Pt was reportedly knocked unconscious but refused medical treatment.